Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery. When the surgeon operating with lcp large fragment instrument set, the tip of the drill bit found broke. It is unknown where it was applied. The broken piece of the tip of the drill bit did not remain in the patient's body. The surgery was completed successfully. No further information is available. This complaint involves one (1) device. This report is for (1) unk - drill bits: trauma. This report is 1 of 1 for (B)(4).